Event description:
C-cc-dc - kit components damaged or out of spec on taking bloods from arterial line, it was noticed that the flush bag was empty. On closer examination, the drip chamber and the whole way through both lines of the double transducer was air up to patient connection. Clinician dissociated edwards from this incident based upon the description above.

Manufacturer narrative:
Evaluation results: customer report was not confirmed. Leak testing was performed and no leakage cound be confirmed. The IV set, tubing and both dpt's were found to have flow and there were no leaks. The flow rate testing of both dpt's was performed, and both were found to deliver 3ml fluid in a one hour test, and again no leakage was observed.